Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection with skin overgrowth at the implant site. Subsequently, the patient underwent a procedure on (B)(6) 2016, to excise the excess skin. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Correction: during the procedure performed on (B)(6) 2016, no skin excision took place as previously reported.